Event description:
It was reported that post-operative a total abdominal hysterectomy procedure, the patient has been diagnosed with a vidico vaginal fistula. Surgeon is not suggesting it was the fault of the device. The patient may require a subsequent procedure to correct the condition

Manufacturer narrative:
Information not available, device not returned for analysis.